Event description:
A caller reported that they had a large spill from their custom ultrasonic unit and the cidex opa ran all over the floor and down the hall. They tested the solution on the floor in a few different places and the results were negative. A customer care center (ccc) associate emailed the caller a customer letter regarding cidex spills and human reaction worksheets. The caller had obtained the msds from the web. Subsequent information from a completed human reaction worksheet stated that an rn was in the cidex opa spill area briefly, but presented no symptoms. The rn was encouraged to get fresh air and medical attention, if needed. The rn stated that no treatment was needed.

Manufacturer narrative:
(B) (4): solution spill. References: 2084725-2009-00432, 00433, 00434, 00435, 00436, 00441, 00442.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint trending by problem code, failure mode and effects analysis, and system hazard, and user misuse analysis. No lot # was provided; therefore, a batch record review could not be performed. A review of the complaint history from (B)(4) 2009 through (B)(4) 2010 for cidex opa solution with the problem code "cidex solution spill" did not reveal any significant trends. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed for risks associated with spills. The fmea indicated scores below the threshold of 100 and the hazard identified in the shuma has been assessed a category 1 - broadly acceptable risk. The IFU (instructions for use) was not being followed. Based on the information provided, this complaint can be attributed to an accidental spill which led to an inadvertent exposure to opa vapors. No product was returned for evaluation. No further action is required. Asp will continue to monitor for trends.